Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history records and the shipping inspection record of the involved product/lot# combination was conducted with no findings. Please see MDR 9681834-2019-00126 for the manufacturer report.

Event description:
The user facility reported that the navicross catheter kept getting stuck in severe calcium in the hunter's canal. The catheter was being used in conjunction with a crosperio through pedal access. The balloon was inflated and the balloon had something constricting it in the middle portion. When the catheter was pulled back, it appeared that the outer coating was pulled off. The procedure was completed successfully. Additional information was received on june 28, 2019. The procedure was an endovascular revascularization sfa occlusion - cto; long segment occlusion. The tip of the navicross broke off at the first ring with the bright tip marker and was retrieved with a balloon. There was no piece left in the patient. The patient condition was reported to be fine after the procedure. There was blood loss in the amount of 50cc.